Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Visual inspection of the returned device was conducted during the investigation. Two sheaths were returned in a damaged and used condition, with the proximal fitting separated. Measurements of the shaft flare and end cap noted that all dimensions were within manufacturing specifications. The catheters showed kinks and puncture marks near the distal end and had bio matter inside the ID. Based on the information provided and examination of the returned device, the presence of kinks and biomatter suggest that excessive resistance was met during the procedure and the base may possibly have separated while rotating the device during placement. It is also feasible that the puncture marks could have been caused by the curved needle not tracking inside the sheath but into wall of the sheath when it met resistance from the biomatter lodged in the sheath. This also might have caused enough resistance to cause a separation of the cap from the flare of the sheath, however the root cause is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that the device separated at the junction of the hub and catheter during a transjugular intrahepatic portosystemic shunt (tips) procedure. The attending physician removed and exchanged the device with a replacement catheter to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There are no reported adverse patient consequences related to this event. No further event or patient details were provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.